Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (mw5103376) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop gastric lymphoma. The patient underwent radiation therapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received a voluntary medwatch (mw5103376) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop gastric lymphoma. The patient underwent radiation therapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5103376) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop gastric lymphoma. The patient underwent radiation therapy in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of contamination in the inlet port, bottom panel of the case, dry box seal and in the blower motor. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.